Manufacturer narrative:
The reported defect device has been returned to the manufacturer. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch.

Event description:
A patient of unknown age and unknown gender presented for an endovenous laser treatment. As reported by the physician who performed the procedure, the tip of the fiber appeared to have a hairline fracture which caused the fiber to break approximately 20 cm from the tip of the fiber. The physician opened new kit and procedure was successfully completed with another new of the same device. There was report of harm or injury to the patient.